Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported by the circulatory support specialist that the patient had a heart transplant. During the transplant procedure, they received a controller fault alarm. The system controller was exchanged with another system controller. Approximately one hour later, a driveline disconnect alarm sounded and the pump completely shut off. The second system controller was exchanged with another system controller with the same results of the driveline disconnect alarm. In the exchange process, the driveline was checked to make sure it was connected completely and also locked into place properly. The pump remained off for approximately 10 to 15 minutes but started up after placing one of the system controllers on battery power. It was noted that the surgeon may have nicked the driveline during the procedure.

Manufacturer narrative:
The manufacturer is attempting to acquire the device for further evaluation. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.